Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch had been triggered due to two high out of range pacing impedance measurements on the right ventricular (rv) lead. Noise was seen on the right ventricular (rv) lead during myopotential measurements in the bipolar and unipolar configuration. An x-ray was taken which did not show evidence of a lead fracture, but a lead fracture was suspected. The patient had an underlying rhythm. Boston scientific technical services (ts) discussed this case and noted that it was difficult to determine the root cause of this issue, and also discussed a possible invasive procedure if a lead issue was suspected. It was noted that the patient will be monitored and no intervention was planned. No adverse patient effects were reported.